Event description:
It was reported a sinus perforation at tooth site 26. One month after the surgery, the patient presented sinusitis. X-rays were taken and it was found that the maxillary sinus was occupied. An additional appointment was required for explantation and implant replacement.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem. Zimvie received one (1) bost585, (3i t3 non-platform switched tapered implant 5 x 8.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implants had debris on its external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2120001766. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120001766 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus and dental : functional : non integration. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.